Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The unique device identifier (UDI #) is unknown because the lot and part number were not provided during processing of this complaint, attempts were made to obtain device information. Further information was requested but not received.

Event description:
It was reported the patient was experiencing pain at the ipg site. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.